Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that upon closure of a femoral access y-90 mapping, the physician deployed angio-seal proceeding through all the steps as he normally did, however, when sealing, the whole device removed from the artery. The anchor never deployed and was not able to deploy the plug. The physician then asked his staff to cut open the removed device to ensure the anchor was in the tube and not in the patient. The entire device was removed and there were no parts left behind in the patient. Manual pressure was used for a successful closure and successful case completion. There were no adverse events, and the estimated blood loss was less than 250cc.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angioseal device was returned to terumo medical corporation for assessment. The returned device included the hemostasis sheath, carrier tube and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked (see attached photos). The tip of the sheath is torn and deformed, exposing the anchor. The sheath/carrier tube assembly was found cut near the base of the sheath, separating the body of the sheath, carrier tube, and suture from the assembly (see attached photos). No other damage or issues were noted. The complaint can be confirmed for a non-deployment device pullout. The exact root cause cannot be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).